Event description:
It was reported that a cadd-legacy® 1 pump failed accuracy by -8.20%. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. The pump's screen was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint regarding delivery accuracy was unable to be confirmed.